Manufacturer narrative:
Part number originally reported as 04.634.002s but was confirmed part should be 04.634.001s. The following lots were reported as the possible lot number in question: 8840709, 8895747, or 8939691. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that l4 right screw head in question is off the proper position in a patient who had l4/5tlif operation reported on (B)(6). This was found by a surgeon's review of all the x-rays of the past cases, since he/she had another patient who had the same kind of trouble after having a fixation operation reported on october 2nd. As for the former patient, no re-operation is planned since the patient has transverse connector with no clinical symptoms and the bone union is already seen. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.